Event description:
Pt. Had penile prosthesis placed at unknown facility 9/27/81. On 6/22/94, he presented to his dr. With complaints of pain in his penis and failure of the prosthesis to acheive errection. Exam revealed the prosthesis protruded into the right glans penis. Surgery was performed 7/18/94 to rem ove the prosthesis, repair the corporaa cavernosa and replace witha new prosthesis.